Event description:
It was reported that when a patient presented in the or for a device change-out for normal eri, an insulation abrasion on the lead distal to the yoke was observed. No electrical anomalies were observed. The lead was repaired and remains implanted. The patient was doing well and will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.